Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient with history of melasma underwent fraxel dual combined treatment (1927nm and 1550nm) for general resurfacing on the face. Approximately two weeks later, the patient had hyperpigmentation following the jaw line (mandibular line) on both sides of her face, and received melasma treatment from another physician. The treating physician believes the hyperpigmentation was due to patient¿s pre-existing condition of melasma. During the fraxel treatment nothing unusual was noticed by the physician. Physician began q-switched laser treatment for hyperpigmentation.

Event description:
A follow up has been conducted for this patient to physician. It has been learned that the adverse incident is still recovering.

Manufacturer narrative:
The fraxel system was not returned for evaluation and no system related issues were reported during treatment. Hyperpigmentation or discoloration is a known possible complication associated with non-ablative fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. A review of the manufacturing records show all requirements were met and there were no non-conformities or anomalies found related to the reported event. Based on the available information, hyperpigmentation or discoloration is a known possible complication associated with the non-ablative fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems.